Event description:
Additional information was provided indicating that there was no patient injury.

Manufacturer narrative:
Other, other text: additional information: a2,a3,b3,b5,d10, and h6.

Event description:
It was reported that the smiths medical cadd ms3 pump was alarming "battery usage is low." No adverse effects reported.

Manufacturer narrative:
Other, other text: returned device was received in good physical condition. Evidence of reported problem in event log was found. During the evaluation of the device, the issue could not be repeated by analysts even though it was found in the event history log. Further investigation found that the customer's battery was low and that may have prompted the "alarming battery usage is low" message. This is normal use of the system and system's alarms. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.